Event description:
It was reported that during a prostate procedure, the tip broke during the procedure. The tip did not fall into the pt. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 7/11/2007.